Manufacturer narrative:
At this time the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead might have been surgically revised due to an unknown reason. The rv lead remains in service. No additional adverse patient effects were reported.